Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, a4, a5, a6, b5, h6.

Event description:
Healthcare professional reported via nbir right side "suspected/actual rupture/deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported, via nbir right side. "Suspected/actual rupture/deflation". The status of the device is unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: deflation.